Manufacturer narrative:
E1: phone number extension (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during pre-use testing, the pump experienced cassette attached errors, and two insulator pins were missing. There was no patient involvement.

Manufacturer narrative:
H4 - device MFR date was updated from '5/17/2020' to '5/17/2022'. H6 - adverse event problem - health effect - impact code was updated from 'f26' to 'f27'. The suspected pump was not returned for evaluation. A review of the 12-month service history was performed. However, the customer¿s allegation could not be confirmed, and the probable cause could not be determined as no product was returned for analysis.

Manufacturer narrative:
D3 - MFR establishment name and address: corrected. H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed high alarm displayed: cassette not attached properly. The customer reported issue was confirmed with event history log but not duplicated during functional testing. The insulator pins were missing. The probable cause of the reported problem latch/lock mechanism. Replaced latch/lock and inserted insulators to contact pins. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.